Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination which is supported by the culture results of staphylococcus haemolyticus. This organism inhabits the skin of humans. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024. No symptoms were provided. Pd cultures were obtained. The patient was diagnosed with peritonitis. The cultures were positive for staphylococcus haemolyticus. The cause of the peritonitis was attributed to touch contamination. The antibiotic therapy was not provided. The patient did not require hospitalization.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024. No symptoms were provided. Pd cultures were obtained. The patient was diagnosed with peritonitis. The cultures were positive for staphylococcus haemolyticus. The cause of the peritonitis was attributed to touch contamination. The antibiotic therapy was not provided. The patient did not require hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.